Manufacturer narrative:
The complaint has been confirmed. The unit was received at the international service center. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit was being returned for an unspecified reason. No further information is available. No reported patient consequence.